Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on an unknown date on a nasopharyngeal swab that generated a positive result. Repeat testing was performed on the same day, and generated a negative result. Pcr confirmation testing (platform: auto amp) was performed on the same day on a nasopharyngeal swab that generated a negative result (CT values not provided) . Patient encountered delayed assistance, because of retest. The delay was minimal and had no impact on the patient or treatment.

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. UDI: similar product to 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m188719 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m188719 and test base part number 190-430 / lot m188719. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m188719 showed that the complaint rate is 0.004%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m188719 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m188719 and test base part number 190-430 / lot m188719. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference.